Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011. Product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) reported the cause of being unable to aspirate the catheter was not determined. An MRI was ordered for further study and the issue was not resolved. It was planned to exchange the catheter in the future. The patient's weight was (B)(6).

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial#: (B)(4), implanted: (B)(6) 2011, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 28-feb-2013, UDI#: (B)(4). Additional patient codes: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving fentanyl, clonidine and dilaudid via an implanted pump. The indication for use was non-malignant pain. It was reported that in (B)(6) 2019, the patient was in excruciating amounts of pain, feet turning blue, and having issues of headaches and nausea. It was noted the patient had a dye study done last week and was unable to push any of the dye in or aspirate any of the dye out. The patient was calling to see if the pump should be alarming or not. The patient was receiving narco at very minute levels but the patient was still having headaches and nausea. The patient was set to see their hcp on (B)(6) 2020. The patient was crying themselves to sleep rocking and rolling with pain. It was noted there was an out of box failure.